Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that during impella 5.5 support, there were alarms for placement signal low and that pressures displayed where significantly lower than pressures obtained from a non-invasive blood pressure (nibp) cuff. An echocardiogram was performed to confirm placement of the impella device. Placement monitoring was then disabled. There was no harm to patient reported. The medical staff was not able to use placement signal monitoring for the duration of impella support and monitored motor current and patient¿s pressure through nibp. The device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complication.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. H6 codes and section d9 have been updated to reflect product return.

Manufacturer narrative:
Investigation summary: the pump (cut) was returned. Optical signal issue: clinical details report placement signal (ps) low alarms, suction alarms, and inaccurate ps readings. Placement signal monitoring was disabled, and the placement signal not reliable (psnr) alarm triggered a few days later. Data logs were not available for investigation. The pump cannula was the only thing returned. Since the pump was cut, standard testing for optical signal issue could not be conducted. There were no visual abnormalities or defects noted on the cannula or motor housing. Since insufficient product and data logs were available for investigation, the cause of the reported optical signal issue could not be determined. Device history review: the pump passed all post-sterile inspection checks.